Event description:
It was reported that prior to use it was discovered that the scale marking were in wrong position with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale starts from the wrong position. Number of the dots which printed next to bd mark was incorrect.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that the scale starts from the wrong position and the number of the dots which printed next to bd mark was incorrect. Both returned syringes were examined and one syringe had one dot printed on the barrel while the other syringe had 2 dots printed on the barrel. No defects were observed with the dots printed on the syringes. The number of dots on the syringes corresponds to the impression on the drum, for tracking and analysis of print issues. There can be anywhere from 0-3 dots depending on the line. Both syringes were also tested using the plug gauge and one sample exhibited the scale markings to fall out of specifications. Unable to perform DHR check for scale misaligned and scale marking defective due to unknown lot number. As per investigation completed by manufacturing, "on 03dec2019, holdrege received (2) loose 0.5ml 29ga, 1/2in syringes from material 326666, unknown batch. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. One of the samples was labeled "reference, and the other one was labeled "defect". The needle assemblies were removed from both syringes and no damage was observed on the barrel tips or on the hubs. The syringes were tested per tp700264 using plug gauge 10301. The 5 unit fell within the recessed area of the gauge on the reference sample but did not on the defect sample. Per qc700450, if accuracy of scale location is questionable, volumetric testing is to be performed. The syringes had volumetric testing performed per tp700119. Volumes are measured at the 20 and 50 scale lines. Per the chart in section 6.5 of qc700450, the spec range at the 20 is 0.1881-0.2110g, and the spec range at the 50 is 0.4739-0.5238g. These specifications are in alignment with iso 8537. Both syringes passed volumetric testing using scale 13716, and are within volumetric specification. The volumes on the reference sample were 0.1928g at the 20 unit, and 0.4783g at the 50 unit. The volumes on the defect sample were 0.2026g at the 20 unit, and 0.4948 at the 50 unit. The volumetric results ensure that dosing is accurate."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the scale marking were in wrong position with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale starts from the wrong position. Number of the dots which printed next to bd mark was incorrect.